Manufacturer narrative:
The implant fragment was not returned to 3m epse for analysis, however a lot number was provided. Engineering evaluation of the lot number shows that the lot of product met all release specifications and that no other complaints have been received for that lot of implants.

Event description:
On (B)(6) 2016, a dentist reported that one of two 3m espe mdi 2.9 x 13mm one piece implant tapered abutment (mii-t13) implants placed to support a two-unit bridge had fractured. The implants were placed on (B)(6) 2012. The bridge was not permanently cemented until (B)(6) of 2012, allowing time for the implants to integrate. The (B)(6) year-old male patient returned to the dental office on (B)(6) 2016, with a fractured implant. Attempts to remove the implant by backing it out and by use of an electronic tip to disrupt osseointegration were unsuccessful. It was reported that the implant fractured 5-6mm from the top of the collar. The dentist plans to continue his attempts to remove the fractured tip.